Event description:
The patient's clinical status was not addressed but a trans- telephonic check showed demand pv tracking at a rate of 150 ppm. The base rate was programmed to 75 ppm and the max track rate was programmed to 110 ppm. When the patient was seen clinically two days later, normal pacemaker function was observed, except that 29,925 pv events between 120 ppm and 149 ppm were recorded and 1,018 pv events >149 ppm were recorded. The device has reached rrt and will be replaced.